Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the probe only aspirated and did not cut during cataract and vitrectomy combination surgery. The procedure was completed on the same day after the product was replaced with a new one. There was patient contact with the suspect product, however no patient impact was reported.